Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: shaky/sweaty/dizzy. A pt reported they were treated by their doctor. Their meter allegedly had no power and would only prompt error 2 message. The result on thier friend's meter was 363mg/dl. The result on the doctor's meter was unk. The time difference between pt's friend meter and doctor was unk. Treatment was orange juice and a glucose tablet. No further info has been reported.